Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 20 mg/dl. Customer went low during the night. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to alarm anomaly. The insulin pump passed the displacement test. However, found moisture damage on the lcd board and motor assembly.